Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the distal end of the balloon catheter was kinked when trying to occlude the inferior pulmonary vein due to the patient's anatomy. The catheter was replaced to complete the procedure with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of catheter 2af283 / 14156 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seven injections. The balloon catheter passed the functional and deflection test and no system notices triggered during the functional test. Dissection showed a guide wire lumen kink at 1.36 inches from the tip inside the balloons. Pressure test did not show any leaks. In conclusion, the reported issue (catheter kink) was confirmed through testing for returned product. The balloon catheter failed the inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.